Event description:
The device was used during an extended right hemicolectomy procedure. Reportedly, the instrument did not cut. The surgeon applied another device to complete the procedure. The hospital reported no patient injury occurred.